Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that it is possible that the buttons were pressed while they were squatting while playing baseball. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.